Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Citation: int. J. Oral maxillofac. Surg. 2010; 39: 1091¿1096 doi: 10.1016/j.ijom.2010.07.003. (B)(4).

Event description:
It was reported via journal article title: comparison of two different flap designs in the surgical removal of bilateral impacted mandibular third molars. Author: a. Sandhu, s. Sandhu, t. Kaur. Citation: int. J. Oral maxillofac. Surg. 2010; 39: 1091¿1096 doi: 10.1016/j.ijom.2010.07.003. The purpose of this study was to compare the effects of flap design on the post-operative sequelae of pain, swelling, trismus, and wound dehiscence after surgical removal of bilateral impacted mandibular third molars (m3). A total of 20 patients (3 male and 17 female patients; age range: 20 to 30 years old) who required removal of bilateral impacted m3 were included in the study. During the surgical procedure in the envelope flap group, after exposing the surgical site, ostectomy was carried out using a bur technique and the tooth was sectioned as necessary. The flap was approximated with mersilk 3-0. The duration of surgery was noted from the time of incision until the insertion of the last suture. In case on the bayonet flap group, a suture was also placed on the vertical limb. In the envelope flap group, reported complications included swelling on post-operative day (pod) 1 (mean: 3.767), swelling on pod 3 (mean: 2.514), swelling on pod 7 (mean: 0.670), swelling on pod 30 (mean: 0.071), trismus on pod 1 (mean: 50.884), trismus on pod 3 (mean: 41.470), trismus on pod 7 (mean: 30.025), trismus on pod 14 (mean: 9.256), trismus on pod 30 (mean: 0.345), infection as manifested by suppuration (n-2) which was treated with antibiotic therapy, and wound dehiscence (n-7). In the bayonet flap group, reported complication included swelling on pod 1 (mean: 5.237), swelling on pod 3 (mean: 3.948), swelling on pod 7 (mean: 1.376), swelling on pod 14 (mean: 0.074), trismus on pod 1 (mean: 48.220), trismus on pod 3 (mean: 35.313), trismus on pod 7 (mean: 24.303), trismus on pod 14 (mean: 8.939), swelling and bleeding from the extraction site on the second post-operative day (n-1), and wound dehiscence (n-1). It was concluded that the bayonet flap was superior to the envelope flap for posto-perative pain and wound dehiscence. There was no difference in postoperative swelling and trismus between the two groups.